Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a needle retraction issue. The sensor was inserted into the abdomen on (B)(6) 2018. The allegation is undetermined because the applicator was returned fully deployed and had no physical damage or significant abnormalities. No additional event or patient information is available.